Manufacturer narrative:
After being informed of the incorrect reprocessing, the endoscopic support specialist (ess) performed a reprocessing in-service on other scope models there at the facility. All attendees and models used were listed on the 'on track' form. The ess went on to recommend that the customer follow all olympus reprocessing procedures as documented in the 'on track' forms and reprocessing manuals. The device in question is not scheduled to be returned. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported by an endoscopic support specialist, while reprocessing the evis exera ii ultrasound gastrovideoscope, the (B)(6) university hospital staff were using a 10cc syringe to flush the washing tube instead of a 5cc syringe. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. Product problem was missed on the initial report. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains a supply list as well as the steps to take to perform proper reprocessing of this device. Investigation confirmed that the customer was using 10cc syringe instead of 5cc syringe to flush the washing tube of the mh-974 during pre-cleaning. Investigation recommends re-processing in accordance with the procedures described in the IFU. Olympus will continue to monitor the field performance of this device.